Manufacturer narrative:
Lot r18h04070 will be removed, the affected lot is r18i27046. There are two (2) affected products, previously submitted as one (1). Two (2) actual samples were received for evaluation. Visual inspection performed using the naked eye did not identify any abnormalities that could have contributed to the reported condition in the first sample. The tubing into the third y- site clearlink in the downstream part was found twisted in the second sample. Functional testing was performed in both samples including clear passage and pressure testing; and the results were not satisfactory. A leak was observed in the gland of the second y-site of the first sample and a leak was also observed in the second sample due to incorrect assembly of the tubing into the third y-site. The reported condition was verified for both samples. The cause of the conditions is manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Suspected lot numbers: r18h04070 and r18i27046. Device manufacturer address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system; non-dehp continu-flo solution set was leaking from the lower most y-site. The process step in which the issue was identified was not reported. There was no report of patient injury or medical intervention associated with this event. No additional information is available.